Event description:
Pt's home health nurse called lfs on 6/2/2003 alleging their pt's ot ultra meter was reading inaccurately high. Company spoke to the pt and pt provided company with the following info: in the morning the pt's home health nurse came by. The pt tested their blood sugar and obtained a reading of 460 mg/dl. The nurse gave pt 10 units of regular insulin based on pt sliding scale. Approximately 30 minutes later the pt began to experience symptoms of sweating and hunger. Pt tested themselves on their meter and obtained a reading of 423 mg/dl. The nurse tested the pt on the nurse's meter and the result was 30 mg/dl. The pt's family member drove the pt to the hospital where pt was treated with food and a lot of juice. Pt was released when their blood sugar result was stable. The pt did not have any test strips left to troubleshoot the meter. The meter has been replaced for the pt. No further info has been reported.